Event description:
It was reported while using the bd max sars-cov-2 assay, the bd max¿ system, bd max¿ instrument produced false positive results. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "which assay experienced the discrepant result and for which target organism/analyte?sars cov-2. Samples affected (patient or external control):only one patient sample, the rest were blanks and neg qc. What are the results of your most recent environmental monitoring run? All negative on first run, followed by all negative with the exception of one on the next run. Target was n1. Final results reported to clinician: n/a. Adverse effect on patient, if any: none. Treatment or medications received by the patient, if any: none. Customer is observing multiple n1 pos results with both patient and blank samples first occurrence was with a patient sample- only the n1 analyte was positive. This then happened with two more patients. Again, only the n1 analyte was discovered to be positive. N1 positives were observed with a few out of the 20 total blanks ran."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd max sars-cov-2 assay, the bd max¿ system, bd max¿ instrument produced false positive results. No results were reported and no reported impact on patient care.the following information was provided by the initial reporter: "which assay experienced the discrepant result and for which target organism/analyte?¿ sars cov-2 samples affected (patient or external control):¿ only one patient sample, the rest were blanks and neg qcwhat are the results of your most recent environmental monitoring run?¿all negative on first run, followed by all negative with the exception of one on the next run. Target was n1.final results reported to clinician: __n/a______ ¿adverse effect on patient, if any: ___none____ ¿treatment or medications received by the patient, if any: _____none__________¿customer is observing multiple n1 pos results with both patient and blank samples first occurrence was with a patient sample- only the n1 analyte was positive.this then happened with two more patients. Again, only the n1 analyte was discovered to be positive.n1 positives were observed with a few out of the 20 total blanks ran."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "environmental contamination" issue. Customer reported that they had positive n1 results on a patient sample during a run. Then after another run, the customer received 2 additional n1 positive runs in a run. Customer performed a run with blank sbt and received some positive n1 results. Customer performed decontamination effort, but still has one or two positive results. Mis visited the site and assisted the customer and environmental monitoring run yielded all negative results. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 10sep2020 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow error. Complaint is unconfirmed as the issue is workflow related. H3 other text : see h10